Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval.

Event description:
Revision of acumatch hip components for an unk cause. This event was reported through exactech's legal dept. Primary surgery was on (B)(6) 2006.